Event description:
A healthcare facility in oregon reported that the manometer of an rd900aeu neopuff infant resuscitator would not increase pressure above 30. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.